Manufacturer narrative:
(B)(4).

Event description:
Swallowed bristles [accidental device ingestion by a child]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a (B)(6)-year-old male patient who received gsk toothbrush (aquafresh toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh toothbrush. On an unknown date, an unknown time after starting aquafresh toothbrush, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to aquafresh toothbrush. Additional details: reporter said she used the aqua fresh products from some years and very disappointed for quality of product. She recently purchased new toothbrushes for her children aged (B)(6) and (B)(6), however she have had to bin both brushes due to a chocking hazard as the bristles were loose and her youngest needed assistance as he swallowed some of the bristles. She said, someone contact her regarding this issue asap if possible.